Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/23/2021 h.6. Investigation: it was reported that expiration date on the product is missing. To aid in the investigation, one case box and two photos were provided for evaluation by our quality team. The case box label has the expiration date missing. One photo shows a case box label for lot 0079590 with no expiration date. The other photo shows a case label for lot 0288248 with the expiration date. A device history record review was completed for provided material number 301036, lot number 0079590. The review revealed that this type of defect occurred during the production run of this batch. Actions were taken to prevent reoccurrence. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h.10

Event description:
It was reported that 860 slip tip syringe bulk non-sterile was missing label content. The following information was provided by the initial reporter: " it was reported that  expiration date on the product is missing "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: it was reported that expiration date on the product is missing. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a case box label for lot 0079590 with no expiration date. The other photo shows a case label for lot 0288248 with the expiration date. A device history record review was completed for provided material number 301036, lot number 0079590. The review revealed that this type of defect occurred during the production run of this batch. Actions were taken to prevent reoccurrence. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 860 slip tip syringe bulk non-sterile was missing label content. The following information was provided by the initial reporter: " it was reported that  expiration date on the product is missing. "